Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case at the display window corners, display window, reservoir tube, reservoir tube lip, battery tube threads and minor scratched display window.

Event description:
Customer reported via phone call to have high blood glucose of 523 mg/dl and believes it was due to going through body scanner at the airport. Customer declined troubleshooting and requested that insulin pump be replaced. Insulin pump passed self-test. Insulin pump would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.